Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) rep, contacted srt "please make a non-cannulated version of the universal quick connect poly driver (B)(4). Doctor (B)(6) has broken several of the cannulated versions while inserting large diameter screws. Per complaint form: placing an 8mm screw into hard bone. Screwdriver broken at interface to the screw.

Manufacturer narrative:
One (1) expedium igs universal navigation poly driver [product code: (B)(4)] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned for evaluation. The fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the poly driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.